Manufacturer narrative:
Failure analysis for fiber 0010-2400-508a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; heat shrink tubing torn at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 317,512 joules while using the surgical fiber during a prostate procedure, the fiber tip was observed to be "broken" / damaged. Time expended: 51:07 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.